Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medications were not prompting for refill and load messages were not being communicated when medications were added to the system. A technical support specialist (tss) verified that the station was not in use and confirmed that a related application was open on the system. The product support engineer applied the appropriate knowledge article titled "medstation es - retry mode: insert into storage item transaction - untracked changes in storage space item snapshot" to perform corrective actions. The tss confirmed with the customer that the issue was resolved and proceeded with case closure. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the system remained in a loading messages state, and medications were not prompting for refill when inventory dropped below par levels. Additionally, there was no communication established with the es server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.